Event description:
It was reported that a new ilet user experienced hyperglycemia for approximately two hours, with a highest blood glucose of 258 mg/dl, following an announced dinner and an additional dessert; continuous readings trended down with minor fluctuation, and a fingerstick measured 228 mg/dl. Symptoms included no reported clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for assistance, no medical intervention, and no use of backup therapy or ketone testing. Investigation included customer service review of device trend data and guided glucometer comparison, along with troubleshooting and education. Investigation of this case revealed no device malfunction identified and a plausible contribution from dietary intake. It was concluded that the event was consistent with hyperglycemia of unclear cause in the context of recent carbohydrate intake without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.